Event description:
Order to remove PICC line and remove tape from top of dressing. As tape was pulled, the PICC broke below the disc. The remainder of catheter removed intact.

Manufacturer narrative:
Results of a device eval will be filed in a supplemental report.